Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support. Upon placement with the wire was removed and the impella started, the placement signal disappeared, and the placement signal unreliable message occurred. Patient had calcification on their valve. The patient was managed by flow throughout the case but was unable to verify placement signal during the entire case. The patient survived the event.

Manufacturer narrative:
Upon further review of this event, the reported complaint of placement signal issues is not a reportable malfunction and does not require medical device reporting. The initial manufacture MDR report was submitted in error.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Due to lack of product or data logs returned, the root cause of the optical signal issue cannot be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H3 device evaluated by manufacturer updated.